Manufacturer narrative:
Device it power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08760 inches. No bolus stopped alarm or unexpected resume noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had bolus not delivered alarm for three times. Customer mentioned the same error before the week of this current incidence. Customer reported bolus timed out error before the delivery. No harm requiring medical interventions was reported. The insulin pump will be returned for analysis.